Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the receiver, smart device and transmitter on (B)(6) 2016. Patient was advised to forget all bluetooth devices, close all applications, and restart the phone then relaunch the g5 application. Patient was also advised to perform a reset of the receiver. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.